Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, in order for the patient to undergo a MRI procedure. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 03, 2024.

Manufacturer narrative:
Device analysis report attached.